Event description:
--

Event description:
Boston scientific received information that during a follow-up, it was noted that the pacing impedance measurement for this right ventricular (rv) lead increased from 900 ohms to 1500 ohms. There was also an increase in pacing threshold measurements. During the next follow-up, everything was fine. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received which noted that the patient underwent a revision procedure. The sensing part of this right ventricular lead was kept in use while a new lead was implanted on the right side. All final lead measurements were normal. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received which noted that this lead was no longer able to pace. The shocking portion of the lead appeared to be intact while the sensing/pacing part of the lead was noted to be defective and a replacement of this portion was planned. A date for the invention is unknown at this time.

Manufacturer narrative:
Additional follow up took place. A venography procedure took place, it was noted that the pacing impedances were within normal range and all other measurements were within range. The venography results are pending. At this time the lead remains implanted. A request for further review of this case was sent to technical services.

Manufacturer narrative:
Additional information received noted that this patient will undergo a venography in order to check the vein status of the patient. Once the results are received a possibility of implanting a new lead will be discussed. At this time the lead remains implanted.

Manufacturer narrative:
Additional information provided by technical services noted various indication of the most recently observed clinical observation. Several questions were posted and a data disk was requested. At this time no further information is available.